Manufacturer narrative:
Internal reference number: (B)(4). Nandra rs, elnahal wa, mayne a, brash l, mcbryde cw, treacy rbc. Birmingham hip resurfacing at 25 years. Bone joint j. 2024 jun 1;106-b(6):540-547. Doi: 10.1302/0301-620x.106b6.bjj-2023-1064.r1. Pmid: 38821495. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "birmingham hip resurfacing at 25 years", one (1) patient after 19 years of a bhr hip resurfacing procedure, developed a painful adverse reaction to metal debris (armd) despite normal serum metal ion levels, with a tense fluid collection noted pre- and intraoperatively, combined with lysis of the posterior column. Patient required revision surgery to a tha retaining the acetabular shell and using a cemented femoral stem with a dual mobility bearing. No further information is available.